Event description:
Libre freestyle 3 applicator needed excessive force to apply the sensor and the needle did not retract causing pain and bleeding at the application site when I pulled the needle from my skin. I have a picture of the applicator with the needle still not retracted and s/n.